Event description:
The customer reported that the device unexpectedly shutdown.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown. The device was evaluated locally. The symptom was verified intermittently. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.